Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: the screen has scratches; frame is cracked; the power issue is the result of a defective printed circuit board, and the screen stay black even when the power light emiting diode (led) is on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high definition lcd monitor, the screen turns on 1 out of 3 times. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.